Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
The cardiohelp was directly involved in the event which occurred during patient use. No indication of actual or potential for harm or death was reported. It was reported that the touch panel was not responding. According to the summary report 43417723 the field service technician (fst) was on site and could not duplicate the issue while on site. The unit was shipped to the repair depot for further investigation. This work was performed on 2020-08-04/07. As stated in the service order report 43427108 the repair has been completed. The touch screen was replaced with ch user interface hardware update kit. Sn# (B)(6) and hmi board sn# (B)(6). Ater replacement the unit passed all tests. This work was performed on 2020-10-06/07. Thus the failure could be confirmed. The root causes for the reported failures to the cardiohelp touch panel is not responding is a known failure. The risk is mitigated in the cardiohelp risk analyses, chapter h1.1.3.18. The touch panel foil (material#70505.3579_rev.02) which was used formerly showed an increased rate of connection problems. As a solution for that a new touch panel was implemented as part of the cardiohelp user interface hardware update kit (material#70107.3922) in september, 2019. Regarding to the replacement of this part a service bulletin (issue 82 / 2019-09-25) was already provided. Please always use a new touch panel when replacing the defective one to avoid this same failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up wil be submitted when new relevant information becomes available.

Event description:
It was reported that the touch screen of the cardiohelp is not responding. Patient involvement without adverse outcome was reported. On (B)(6) 2020 information received that the cardiohelp was changed during use on a patient. Complaint number: (B)(4).